Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A review of the batch manufacturing records was conducted, and no related non-conformances were identified a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and barbed suture was used. It was reported that it was found that before the surgery, the doctor found that the diameter of the suture was uneven, some part of the suture is thicker and some part of the suture is thinner, and the material of the stitching was also uneven, some are softer and some are harder. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported that some suture are thinner and some are softer and some are harder. Could you please clarify how many sutures are involved in this complaint? Only one suture involved, the description should update to be "some part of the suture is thicker and some part of the suture is thinner." If possible, please provide the lot number: unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one sample that pertained to the product code vcp1726d. Each packet of this sample contains eight strands. The returned sample contains three needles and five needle-suture combinations. Upon visual analysis of the returned sample revealed that the swage and attachment area were noted to be as expected: the sutures were examined, and it was noted that the sutures were uneven and rough. In addition, a diameter test was performed on the sample using the result that the suture diameter meets the requirements. Based on the information currently available, the rough suture was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.